Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that the instrument is broken. The doctor had another instrument available, and he was able to finish the procedure with no problems for the patient.

Manufacturer narrative:
Zimvie did not receive one (1) phd02n , (narrow posterior large hex driver-17mm ) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1259920. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259920 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) , the most likely root cause determined from the investigation was clinician applies a force/torque exceeding the recommended value during placement/seating. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "yes" to "no". Device was not returned.

Event description:
No further event information available at the time of this report.